Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device during training the unit failed to recognize vf as a shockable rhythm in AED. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of pr 10580305 already reported on MDR number 1218950-2020-04096. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : duplicate.